Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ¿pretty close¿ after implant the patient started experiencing a burning, itching, and painful sensation where the ins is. The patient said that the issue is not constant. The patient thinks the device is sitting on a nerve but the healthcare professional keeps saying the leads are in their lower back and has never actually checked the placement of the device. Patient services reviewed possibility of making therapy changes and redirected the caller to follow up with their healthcare professional. No falls/trauma reported. Additional information received from the consumer. The burning, itching, and pain was helped somewhat. The patient was considering removing the device because it was still painful where it sat. Additional information was received from the patient. They reported that they had surgery on (B)(6) 2020; they had it removed and some of the pain did resolve.